Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by a diabetes therapy consultant that the customer experienced comas. Helpline contacted the customer and the customer reported 4 hospitalizations for low blood glucose levels. The customer stated that the doctor took her off of the insulin pump, however, the customer was still using it. The customer stated she did not have the insulin pump on at the time of call. No further details could be obtained because the customer hung up the phone.